Event description:
Machine fell and struck patient and stated she sustained personal injury causing her great pain and suffering and required medical care then and in the future. No further details on extent of the patient's injuries were made available.

Manufacturer narrative:
A recall for this issue was initiated on 4/23/2015.